Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer had a feedback that the staff members reported that measurement values for measurement of blood pressure and pulse measure fluctuate strongly. The staff personnel is dissatisfied with the system and report that the measurement values are not coherent. This complaint has been evaluated and does not allege a death, serious injury, or safety issue.